Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was sticking out and protruded. The blood glucose reading was 445mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. The insulin pump was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.